Manufacturer narrative:
The customer did not return the suspected product for evaluation. A device history record was reviewed for the contour plus meter (serial # (B)(4)) and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate from (B)(6) reported that the customer's blood glucose readings were not being stored in the memory of a contour plus meter. There was no allegation of an adverse event. A replacement meter was sent to the customer. The customer declined to return the meter for evaluation.